Event description:
Overdelivery reported. A nurse reported that the pump was set to infuse morphine 5mg/ml at 8mg/hr. The physician order allowed titration up to 15mg/hr in accordance with pt tolerance and pain assessment. The nurse reports that 150mg infused within 2 hours 15 minutes. There were no adverse effects to the pt. In fact, customer reports that "the pt perked up and was a little more alert." No add'l info was available.